Event description:
X rayed both knees and was in severe pain [injection site joint pain], injections in each knee did not help it is needed in both knees with no reported adverse event [device ineffective]. Case narrative: this case is cross linked with case: (B)(4) (multiple device suspect used for the same patient; right knee). Initial information received on 13-dec-2024 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves an unknown age female patient who had x rayed both knees and was in severe pain while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). Patient had injections in each knee did not help it is needed in both knees with no reported adverse event which was linked with device ineffective. The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection, (dosage, strength, route, frequency, indication: unknown) in left knee. On an unknown date, patient had 2 injections in each knee did not help with no reported ae (device ineffective). Patient had x-rayed both knees and said was in severe pain (injection site joint pain) and patient had one injection of cortisone in both knees. Patient was in physical therapy. Relevant laboratory test results included: x-ray - on an unknown date: [results unknown] action taken with hylan g-f 20, sodium hyaluronate (synvisc one) was not applicable. The patient was treated with cortisone (cortisone) for injection site joint pain. Outcome: unknown for injection site joint pain. Seriousness criteria: intervention required for injection site joint pain.

Event description:
X rayed both knees and was in severe pain [injection site joint pain] injections in each knee did not help it is needed in both knees with no reported adverse event [device ineffective]. Case narrative: initial information received on 13-dec-2024 regarding an unsolicited valid serious case received from a consumer/non-hcp (healthcare rofessional). This case is cross linked with case: (B)(4) (multiple device suspect used for the same patient; right knee). This case involves an unknown age female patient who had x rayed both knees and was in severe pain while being treated with hylan g-f 20, sodium hyaluronate (synvisc one). Patient had injections in each knee did not help it is needed in both knees with no reported adverse event which was linked with device ineffective. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication(s) and family history were not provided. On an unknown date, the patient started taking hylan g-f 20, sodium hyaluronate injection, (dosage, strength, route, frequency, indication: unknown) in left knee on an unknown date, patient had 2 injections in each knee did not help with no reported ae (device ineffective). Patient had x-rayed both knees and said was in severe pain (injection site joint pain) (unknown onset, latency, batch number and expiry date for both events) and patient had one injection of cortisone in both knees. Patient was in physical therapy. Information regarding batch number and expiration date corresponding to the one at time of event occurrence was requested. Relevant laboratory test results included: x-ray - on an unknown date: [results unknown]. Action taken with hylan g-f 20, sodium hyaluronate (synvisc one) was not applicable. The patient was treated with cortisone (cortisone) for injection site joint pain. Outcome: unknown for injection site joint pain. Seriousness criteria: intervention required for injection site joint pain. A product technical complaint (ptc) was initiated on 12-nov-2024 for synvisc one (batch number and expiry date: unknown) with global ptc number: (B)(4). Based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi would continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final investigation was completed on 20-nov-2024 with summarized conclusion as no assessment possible. Additional information received on 20-nov-2024 from quality control department: ptc details were added, clinical course updated and text amended accordingly.